Event description:
It was reported that a patient underwent an orthopedic procedure in 2022 and suture was used. During the procedure, the needle kept popping off when it should not pop off at all. Unknown as to how the procedure was completed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was the needle piece removed from the patient? Was the procedure completed successfully? Was there any adverse patient outcome? Product code? Lot number? Procedure and event date? The procedure was able to be finished, I was not told of the exact day that it happened because it happened months ago. The needle was able to be retrieved because it popped off when it was being pulled through. Procedure was successful, and no adverse outcome. All the other information was unknown due to the fact that the event happened months ago.. Events reported: 2210968-2022-02568 and 2210968-2022-02569.